Event description:
The physician deployed 1 stent to the opening of the anterior descending artery with 70% stenosis. The physician then attempted to deliver one endeavor resolute stent to a lesion in the lcx with 70% stenosis through the previously deployed stent but the tip of the stent deformed and a spur is reported to have appeared. This was reported to be due to severe calcification and vessel deformation. Physician had to withdraw the stent and change to another device to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. A number of struts on the 1st, 2nd and 3rd distal segments were raised and deformed. A number of struts on the 10th proximal segment were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70% stenosis, tortuosity and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70% stenosis, tortuosity and severe calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).